Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: "at the time of the serialization, it was observed that one of the pathways was obstructed". The customer also indicates - it is not sterilization, it was in serialization, in the passage of saline solution.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen catheter and two guide wires with lidstock for analysis. The guide wire being considered in this complaint was returned outside of the advancer tubing. Signs of use in the form of biological material were observed inside the catheter extension lines and on the wire guide body. Visual analysis of the guide wire revealed one major kink and one bend in the wire body, as well as a misshaped j-bend. No obvious defects or anomalies were observed on the catheter. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds appeared spherical and intact. The kink in the guide wire body measured 390mm from the proximal end. Bend in the guide wire body measured 510mm respectively from the proximal. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured 0.800mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire graphic. The catheter body length from the juncture hub to the blue-flex tip measured 215mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.42mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. The distal extension line of the returned catheter was found plugged with biological material. A wire guide and 10ml syringe were used to unblock the extension line. After removing the biological material, both extension lines were flushed with water and functioned as expected. The returned guide wire was passed through the distal extension line with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The IFU also warns, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink and one bend in the wire guide body. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer report, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "at the time of the serialization, it was observed that one of the pathways was obstructed". The customer also indicates - it is not sterilization, it was in serialization, in the passage of saline solution.